Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported "cartridge has run dry and that they are not getting the all insulin deliveries have stopped alarm". There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.